Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal aorta. Both the sinu tubular junction and the left ventricular outflow tract (lvot) were noted to be wide. It was challenging to achieve an optimal central position with the non-abbott wire. During the procedure, on the first attempt it was placed at a lower position, so it was recaptured. The ds was required to be recaptured one more time. On the third attempt, at 80 percent deployment, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 6-7mm below the annulus. Post-implant, a moderate paravalvular leak (pvl) was noted. A second 35mm navitor vision valve was selected for implant using a new large flexnav ds. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.